Manufacturer narrative:
Additional product component: model number/catalog number 72400098 and 72400024. Serial number: null and null. Batch/lot number 1000049347 and 1000050871. Model/catalog description: control pump fgs and balloon fgs 61-70cm.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus still remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.